Event description:
Reporter stated that the inform meter's internal contacts were burned. No adverse event was reported. The manufacturer requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
Event occurred in other country.